Event description:
It was reported that during a low anterior resection procedure, the device was fired and the cut line looked good, staples form was good. A leak test was done and one spot was leaking then completely came apart. The surgeon investigated the staples and the staples were straight with slight bend in the legs ¿ malformed. The case was completed with a like device .there was no patient consequence.

Manufacturer narrative:
(B)(4). Photograph. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. A photograph of two staples were received. Upon review, the staples do not appear to have the same dimensions could be due to the picture angle but it appears they are from different devices. The smaller staples possibly from this device may have been used in attempting another anastomosis per the event description and could have been deformed by firing over the staples produced from the circular device and or during removal. Based on the photographic evidence alone it cannot determine what may have contributed to and/or caused this event.